Event description:
It was reported that the customer's insulin pump received a battery out limit alarm. The customer stated that the insulin pump was acting improperly and that, when she attempted to give herself a correction, the insulin pump came up with the reservoir set screen. The customer's blood glucose was 198 mg/dl. Troubleshooting was done. Explained that a battery out limit alarm during normal use of the insulin pump may have indicated a loose battery cap. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.